Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The field service engineer (fse) inspected the system on site and confirmed that the host pc did not boot. The system failure happened before the patient entered. It was a planned treatment, and the procedure was cancelled. The fse confirmed that the host pc leds, hd leds do not turn on and mpdu main key half turned. The fse replaced the 3v battery, hard drive and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the system will not start. There was no reported patient or user harm. The customer reported that the host pc, hd leds did not turn on and the mpdus main key did not turn on. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.